Manufacturer narrative:
B3. Date of event was estimated. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent water vapor therapy procedure to treat urinary retention that had developed three months earlier. Three weeks after the procedure, and one week after the catheter was removed, the patient developed urinary retention. A cystoscopy was performed and revealed that the prostatic urethra was filled with necrotic tissue. A urethral catheter was then reinserted. After approximately one month of having an indwelling catheter, it was removed and the patient was able to urinate normally. 10 months after treatment, symptoms of cystitis appeared and the patient developed incomplete urinary retention. A cystoscopy was performed which revealed a pinhole like stenosis in the bladder neck. A transurethral bladder neck resection was performed, and the patient urination status improved.